Event description:
It was reported that the customer had low blood glucose levels of 46 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. The unit also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.